Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not generate x-ray when the wired footswitch was pressed. Upon analysis of system log file, fse found that the two signals ('command' and 'en_x signal') in the footswitch were not switching in the correct sequence with respect to each other. To resolve the issue, fse adjusted the timing of the footswitch contacts to activate both at the same time and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that when the wired footswitch was pressed, the system would not generate fluoroscopy. There was no reported patient nor user harm. Philips has started an investigation of this complaint.